Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the rpms were out of spec on the low end. The motor was replaced which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that device needs repaired for intermittent power before surgery. There was a delay of 1-15 minutes but no harm. It did not appear to be the 'fast buzz' that is usual, but was more a 'slow growl' which then stopped altogether. Another device was collected from store room and attached to same power unit which worked normally. No adverse events were reported as a result of this malfunction.